Event description:
It has been reported that on several occasions hospital staff noted that the cord clamps were bowling out and would slide off allowing the cord to leak. At the time of these incidents it was reported that the infants cord and a transmitter cable were clamped together. There was no reported injuries or add'l lab testing required on the infants.